Event description:
The customer contacted saalt via email after her cup had been inserted for two days. We responded with our most in depth removal tips. After reading our email and trying to remove cup for a total of three days, she visited urgent care and had her cup successfully removed. Customer returned the cup to saalt after removal and wants to continue trying to use her cup. The customer was sent a replacement cup of a different firmness to make removal easier. The customer was advised on proper removal techniques. The customer agreed to return her cup to saalt to ensure that there was nothing wrong with cup causing complicated removal. The device was returned for evaluation. After receiving the cup it has been determined that there is no device failure. The 4 air holes are clean and open. There are no noticeable defects with the returned cup. The reported event is addressed in the labeling. The device history record was not reviewed as the lot/serial information was not provided by the customer. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."